Event description:
Customer reported the panorama central station froze, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system, corrections included clearing the system's error logs and rebooting.